Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the download data found that the device completed the first and second priming sequences with an expected number of pulses in each priming sequence. The device was deactivated by the user at the end of the second priming sequence. No damages or deficiencies were found during the investigation that would result in the needle deploying early, though it could not be determined when exactly the needle deployed. The exact cause of the reported needle deploying early event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod.